Event description:
The customer reports that there was a fluid leak inside of the ortho provue. No erroneous results were reported. Fluid leak can lead to dilution or contamination of reagents / samples and erroneous test results.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced load cell circuit board and all waste bottle connectors. All calibrations were done. Repairs have returned this instrument to expected operation. (B)(4).